Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. Patient date of birth and weight not reported. Date of event, with the event being the onset of patient experiencing pain, is unknown. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed. All possibilities are listed below. Reprocessor name and address n/a to this report. Concomitant medical products and therapy dates not reported. N/a to this report. Per item 5 above, device manufacture date could not be confirmed. All possibilities are listed below. N/a to this report. No files to this report. Investigation: review of surgical technique: there was limited information provided regarding the doctor's surgical technique. However, it is noted that the doctor believed there was nothing wrong with the screw. The doctor described that everything was intact and the surgical site looked good upon removal. The removal case occurred to alleviate the pain that the patient was experiencing. Device history record (DHR) review: while the specific lot number of the involved implants could not be identified, the following lot numbers were identified and reviewed as possibilities based on the applicable sales representative's current inventory: lot #tsl003754 [manufactured 03/29/2016, UDI (B)(4) which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Lot #tsl004045 [manufactured 07/22/2016, UDI (B)(4) which had no associated ncrs, rwks, or deviations. Visual / dimensional inspection: as the removed screw was discarded at the case, visual / dimensional inspection could not be conducted. Simulated use testing: as the removed screw was discarded at the case, simulated use testing could not be conducted. Evaluation of similar complaints: the complaints log was reviewed for any tiger large cannulated headless screw removals between january 2019 and january 2020. One complaint was identified: (B)(4). (B)(4) had a root cause of patient noncompliance. Summary / root cause analysis: as described by the doctor, the root cause of the removal case was due to the patient experiencing pain. However, it was described that nothing was wrong with the screw as it was appropriately intact. Thus, the root cause of the pain remains unknown.

Event description:
On (B)(6) 2020, a trilliant surgical sales representative reported that a 5.5mm headless large cannulated removal case would occur on a female patient. The sales representative stated that "the patient thinks the screw is causing her pain" which is why the removal was scheduled. The sales representative stated that the original implantation happened around (B)(6) 2017. On (B)(6) 2020, the sales representative confirmed that the removal case did, in fact, occur because of painful hardware. The associated doctor noted that there was nothing wrong with the screw; everything was intact and the surgical site looked good upon removal. The screw was removed on (B)(6) 2020 to satisfy the patient's requirements and help alleviate pain.